Event description:
Related manufacturer report number: 3006705815-2023-00941. It was reported that the patient was experiencing pain at the ipg site and ineffective therapy. As a result, the patient underwent surgical intervention during which only the ipg was explanted.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.